Event description:
Complainant alleged that the medics were attempting to monitor a patient (age and gender unknown) with the device in AED mode. The device advised shock to the patient, but also displayed a "low batt" message. Before the medic was able to depress the shock button on the device, the unit disarmed and no energy could be delivered to the patient. The medics then switched to manual mode and administered five 120 joule shocks to the patient. The patient subsequently expired.